Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion area was located in a moderately tortuous and moderately calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm upon 5th inflation. The device was removed without any problem. The procedure was completed with a different device. No patient complications were reported.